Manufacturer narrative:
Follow-up #1: date of submission 03/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/17/2017 with the following findings: a review of the black box indicated multiple unexpected reboots had occurred. Visual inspection revealed that the battery compartment was cracked; however, the returned battery cap was able to fit securely. The battery cap was fastened and unscrewed a half turn with no reboots occurring. No power interruptions occurred during investigation. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that there was moisture within the battery compartment. There was damage noted to the top of the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event.